Manufacturer narrative:
A manufacturer representative went to the site and uninstalled and reinstalled the software and framelink, and the representative was able to download images. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported while troubleshooting for another case, a manufacturer representative was able to successfully query and pull an exam from electronic picture archiving and communication systems (pacs) through the standalone digital intercommunication of medicine (dicom) query retrieve (q/r). While pulling a second exam, the system stopped loading the image and the system became unresponsive. The representative could move the mouse but could not select any buttons. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: coding updated to reflect system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the issue was a known software anomaly. Software issue confirmed. If information is provided in the future, a supplemental report will be issued.